Event description:
A (B)(6) male pt's spouse called zoll customer support to report that he was receiving check therapy electrode messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon investigation the pulse wire was broken in between the distribution node and ECG-b leaving the belt unable to treat. The cause for the check therapy pad messages was the broken pulse wire. The root cause for the broken pulse wire cannot be positively determined but is likely excessive force on the cable. No adverse event resulted from the broken pulse wire. The pt received a replacement electrode belt.